Manufacturer narrative:
Follow-up # 2 - 11/19/2014 - device evaluation: the lay user/patients test strips have been returned on 9/25/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings: additional tests were performed on the test strip vial desiccant to check the and for possible moisture issue. The desiccant within the subject vial was found to be intact and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014). The patient¿s test strips have been returned on 8/25/2014 and evaluated by lifescan product analysis on 9/23/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) read inaccurately high compared to another unknown device. The reporter claimed obtaining a blood glucose reading of "180mg/dl" with the subject meter and "130mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow- up#4 26 nov 2014, the following statement was missed from follow up#2. ¿the desiccant within the subject vial was found to be not to be saturated by moisture¿ passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #3 correction: the following statement was missed from follow up #2 additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test.